Event description:
It was reported via repair work order that the hydraulic jack wont lower and is stuck up due to being misadjusted. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.